Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 6949-65, defib lead, implanted: (B)(6) 2004; 4194-88, non defib lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that there was high thresholds on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.